Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported event is confirmed. The products were returned; the visual inspection identified that the outer appearance showed no external damage. The device failed hi-pot test, and the motor, seal, flex circuit, all o-rings, and button gasket, were replaced. During the inspection it was also identified that there was calcium build up was inside the casing. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause was determined to be a bad motor and calcium build up inside the housing caused by seal wear. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was not working after connecting to the power supply. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.